Event description:
During an in-clinic follow-up, failure to capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed, which confirmed lead dislodgment. The rv lead was explanted and replaced to resolve the event. The patient was stable.